Manufacturer narrative:
Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. However, unit passed displacement test. Test p-cap / reservoir will not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the top part was broken and the rubber ring came out. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.